Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer when rinsing before treatment and during treatment, everything was as it should be. When flushing after treatment was given, it leaked at the insertion. After removing the catheter, it was flushed and there is a hole in the catheter at the 4cm level.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer when rinsing before treatment and during treatment, everything was as it should be. When flushing after treatment was given, it leaked at the insertion. After removing the catheter, it was flushed and there is a hole in the catheter at the 4cm level. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter is 44cm, inserted in basilic vein with 3cm exit site markings. Catheter tip in the correct position based on assessment with sherlock 3cg confirmation. Sterile saline 9 mg/ml used to lock catheter in-between use. Securacath placed between 3-0 cm, catheter dressed straight along patient's arm. Catheter used for oncology treatment: gemcitabine and nabpaklitaxel. Leak was internal 23 days after insertion. Chlorhexidine 5 mg/ml used to clean catheter site during dressing change. Patient's physical activities: walking.